Event description:
Customer complains blood leak after 3 hours into treatment. The blood loss for the pt was 318ml, because the blood in the extracorporeal circuit was not returned by clinical policy. No medical intervention.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow "fibres". No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.